Event description:
The user reported that the pad comes on and stays on whenever the unit is plugged in.

Manufacturer narrative:
The user reported that the pad comes on and stays on whenever the unit is plugged in. Our investigation confirms this claim. Switch failures are very rare with this time of switch. It appears that the purchased switch unit is defective and is permanently in the connected/on position. The unit will be sent to the supplier for further analysis.